Manufacturer narrative:
(B)(4). Date sent: 4/15/2022.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were any staple formation issues noted throughout care of patient? A disruption in the staple line was noted after the original operation on september 4th. Re operation took place on october 4th to address the disruption. What was the location of abscess? What was cause? The abscess was caused by the leak. The disruption in the staple line is located on proximal portion of staple line 2-4mm down. Were any other complications noted within the 30 days post op? Large pulmonary effusion. Drained 350 cc fluid. Were any other procedures required other than drain placement? There was a re operation to oversee the disrupted portion of the staple line and place a clip on it. Needed chest tube PICC line. Tpn. What is the current patient status? Waiting for an upper gi. Taking clear liquids. Still on tpn.

Event description:
It was reported that thirty days post op to a lap sleeve gastrectomy the patient was brought back to the operating room to drain an abscess. A cat scan was performed and a drain was placed. The drain will be removed within a week and will either clipped or stinted.